Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.0/1.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The patient experienced lens rotation. On (B)(6) 2021 the lens was repositioned but this did not resolve the problem. Then on (B)(6) 2023 the lens was exchanged with a same length lens but spherical. This resolved the problem. The cause of the event was reported as unknown.